Event description:
Reference number (B)(4). Event occurred in saudi arabia it was reported that the patient experienced a bent infusion set cannula due to insertion into insufficient subcutaneous tissue on (B)(6) 2026. The patient experienced hyperglycemia and treated it with an insulin pen. No further information available.